Event description:
Reportedly, during advancement of the xience v stent delivery system (sds) through the guiding catheter resistance was felt, however, the xience v sds was successfully advanced to the target lesion located in the left anterior descending artery where upon it was noted that the stent had dislodged. A search of the patient anatomy located the stent inside the guiding catheter. The buddy wire technique was being used to advance the xience v sds so there were two guide wires also in the guiding catheter; one bmw and one prowater. It is unknown whether the resistance felt during advancement was due to the guiding catheter or the two guide wires since they were all in the guiding catheter together. The dislodged stent was easily withdrawn from the patient anatomy inside the guiding catheter without resistance. Another xience v of the same size was advanced and implanted using the same two guide wires to complete the procedure. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is possible that this resistance may have contributed to disruption of the stent on the balloon such that the stent dislodged during advancement inside the guide catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Factors that may contribute to the inability to advance the stent delivery system (sds) through a guiding catheter/over a guide wire and cause resistance between the devices may include, but not limited to, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, inner diameter of guiding catheter, condition of the guide wire or guiding catheter, build up of blood or contrast, or damage to the catheter. It was reported that there were two guide wires also in the guiding catheter; so it is unknown whether the resistance felt during advancement was due to the guiding catheter or the two guide wires since they were all in the guiding catheter together. It is possible that this resistance may have contributed to disruption of the stent on the balloon such that during withdrawal the stent dislodged inside the guide catheter. Although the return of the xience v sds may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported difficulties. To assure this is not related to a manufacturing deficiency, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and also verified that the wire moves freely. Additionally, a sampling of units is destructively tested prior to release for guide wire lumen check and to verify stent dislodgement force. A review of the lot history record for the lot did not reveal any related nonconforming material records. There is no indication of a product quality deficiency.